Manufacturer narrative:
Synthes is unable to determine the manufacturer and/or the date of manufacture. The investigation could not be completed, no conclusion could be drawn, as no product was returned.

Event description:
A device report received indicates patient status post reconstruction plate implantation 8 weeks post op returned to surgeon on an unknown date with an x-ray revealing a broken plate. Surgeon removed the device on (B)(6) 2011, no screws were noted as broken.